Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(6) ]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurements 5 minutes after the start are as follows: - test point (1): 45.1 degrees c; - test point (2): 50.7 degrees c; - test point (3): 36.1 degrees c; - test point (4): 37.3 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed a large amount of liquid left in the cartridge. B) nakanishi took photographs of all of the disassembled parts and kept them in investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not identify the exact cause of overheating of the returned device because nakanishi was not able to replicate the temperature rise that occurred during the event. The only abnormality nakanishi observed during the evaluation was a large amount of liquid left in the cartridge, identified during the visual inspection. B) nakanishi did not identify the cause, but based on the findings in the visual inspection, as well as many years of experience, nakanishi considers it is possible that the cause of the handpiece overheating was the accumulation of liquid, including heat generating lubricant purchased from competitors, into the handpiece cartridge. C) a lack of maintenance caused the internal accumulation of liquid, which contributed to the handpiece overheating. D) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. D.2) nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance as instructed in the operation manual.

Event description:
On (B)(6) 2020, (B)(6) became aware of a complaint from a patient about the abnormal temperature of an nsk handpiece through a complaint input into the complaint database by a distributor (B)(4). Details are as follows: the event occurred on (B)(6) 2020. A dentist was performing a dental procedure on the patient's teeth (#3-b, 5-b, 12-b, and 14-b) using the z95l handpiece (serial no. (B)(4). During the procedure, the patient complained that the handpiece felt too warm on the patient's lower lip. The dentist determined that no treatment for the lip was necessary because no injury occurred to the patient.